Manufacturer narrative:
H6: method-86 (other): lens work order search. Results -100(other): visual inspection of the returned product found the optic torn, with a portion missing. There was evidence of surgical residue. A work order search of the lens was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, the work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon implanted a cq2015 collamer three piece lens, but it tore as it was being inserted. The lens was cut to remove, there was no pt injury. The contact stated it was felt that the loading forceps may have been rough and caused the lens tear.